Event description:
It was reported "impossible to inflate the balloon."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Add'l info received via email on (B)(4) 2014 informing not add'l case info could be obtained as "the complaint has come from a chemist who got the info from his customer and the chemist has no way to come back to the customer to collect the info." A quality eval was performed on (B)(4) 2014. No sample was received from customer. Only the product lot#404610r002 was received via an e-mail dated (B)(4) 2014. Unfortunately, this lot#404610r002 provided by customer is incorrect, this retrieval of the batch record to support the investigation is not possible. Review of the risk assessment file does cover potential cause (non-inflation) and it's controlled. Review of the complaint trend within year 2009 to year to date (B)(4) 2014 for the non-inflation issue, statistically there was no significant negative trending observed. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for eval. Should the sample with regards to the complaint becomes available at the later stage, we will re-open the files for investigation. Thus, no further eval needed and complaint can be considered closed. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).